Manufacturer narrative:
Investigation summary: bd received one photo for investigation. The customer photo indicates that the cap/stopper assembly was attached slightly at an angle due to a cocked stopper. Upon visual inspection of 100 retained samples, no cocked stoppers were found. Based on a review of the device history record for the incident lot, all product specifications and requirements for lot release were met. This complaint has been confirmed for the indicated failure mode: stopper function - stopper cocked. No definitive root cause could be established for the reported defect. Complaints received for this device and reported condition will continue to be tracked and trended. Information will be captured on trend reports and monitored. Our business team regularly reviews the collected data for the identification of emerging trends.

Event description:
It was reported when using the bd vacutainer® k2e 3.6mg plus blood collection tubes, one tube had a stopper that was cocked. There were no health impact or consequences reported.

Manufacturer narrative:
A device evaluation is anticipated but is not complete. Upon completion, a supplemental report will be filed.

Event description:
It was reported when using the bd vacutainer® k2e 3.6mg plus blood collection tubes, one tube had a stopper that was cocked. There were no health impact or consequences reported.